Event description:
Additional information received from an hcp via a clinical study indicated that the explant date was (B)(6) 2014 and a new system was implanted on (B)(6) 2014.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# n086599022 implanted: (B)(6) 2007explanted: (B)(6) 2014 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: n086599022, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2020 regarding a patient receiving morphine (17.9 mg/ml at 2.0mg/day) and bupivacaine (20.0mg/ml at 2.234 mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2014 a clinic called reporting that the patient had been in the hospital for 3 days with a possible infection. The pump pocket site was drained. It was noted that the pump site was not infected but they wanted the pump out as the patient had some sort of bacterium/septicemia. On (B)(6) 2014 the entire pain control system was removed and the patient was to follow-up in the emergency room (ER) with intravenous (IV) vancomycin dosing (note: this conflicts with device registration records which indicate that the pump system was explanted on (B)(6) 2014). There was no sign of infection or inflammation and cultures were collected. The cultures were negative. On (B)(6) 2014, examination of a lumbar seroma was performed at the old catheter incision. The area was aspirated and approximately 20ml of serosanguinous fluid was sent out for cultures. On (B)(6) 2014 it was noted that the cultures were negative for growth. The possible pump site infection had reportedly resolved on (B)(6) 2014 and the lumbar seroma resolved on (B)(6) 2014. The etiology indicated that the possible pump site infection was possibly related to the device/therapy and unlikely related to the implant procedure. The lumbar seroma was unlikely related to the device/therapy and possibly related to the implant procedure.